Event description:
Information received indicating that this cadd ms3 pump was not loading the syringe. The reporter stated that the device would almost prime but then later would go back to the menu. The reported product problem did occur while in use with the patient. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patient due to the reported event.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis in good condition. The device was returned for the complaint of the "syringe not loading, and that the device will almost prime but will go back to the menu". Functional testing and visual inspection were performed on the pump. The customer's stated problem was not verified. The pump passed all test. Further investigation of the pump and determined that the device had no issue with unable to load syringe and will go right back to the menu. Therefore, no problem was found.